Manufacturer narrative:
Concomitant medical products: c4tr01 crtp, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited chronically high impedance. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.